Manufacturer narrative:
(B)(4). Intra-operative photos were provided; the two images appear to be the same. The images are blurry due to the flash on the light and the staples present are not easily identified. However what appears to be staples legs can be seen protruding from the tissue. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Per the sales rep, the issue has not caused the surgeon to change the intraoperative or post-operative care of the patient, but it looks like it could potentially cause a problem to adjacent tissue/structures to have staple legs sticking out of the cut line.

Event description:
It was reported that during a robotic assisted laparoscopic gastric bypass procedure, the first firing with a blue reload, device was fired and on inspection of the staple line it was seen that a few staples near the midpoint of the inner most row of staples did not form all the way. One leg of the staples formed and the other leg was unformed and jutting out of the staple line. The issue did not cause any bleeding or leaks and no intervention was necessary. The same device was used with additional reloads to complete the procedure. No buttressing material was being used on the firing. There were no adverse consequences for the patient.